Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was damage on the pump where the reservoir locks in and no longer the o-ring seals. Customer's blood glucose value was 73mg/dl. Customer stated that the o-ring was missing and the reservoir was unable to lock in place when inserted into pump. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional's instructions. The pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, reservoir unable to lock in place, scratched case, minor scratched lcd window and faded serial number label.